Event description:
It was reported that black foreign matter was found in the unopened packaging of 2 bd¿ threaded lock cannulas before use. The following information was provided by the initial reporter, translated from japanese to english: "black fm got mixed in the unopened package."

Manufacturer narrative:
Investigation summary: four photos and two threaded lock cannulas in fully sealed packages confirmed to be from batch 7054529 (p/n 303369) were received and evaluated. It was observed one of the cannulas contained a large quantity of small black foreign matter particles throughout the inside of the package, in the seal of the top and bottom webs, and in the fluid path. One cannula contained a few small black foreign matter particles in the seal of the top and bottom webs. The foreign matter in both samples appeared to be dried ink particles with at least one particle being larger than level 3 in size and were rejectable per product specification. Potential root cause for the foreign matter defect is associated with the packaging process. This may be caused by a buildup of dried ink on the top web printer. Fourier transform infrared spectroscopy (ftir) analysis was completed on the loose, black material inside the sealed blister pack. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely cellulose nitrate. No corrective actions are necessary based on the defective rate identified. Batch 7054529 is considered in compliance with our product specification requirements a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the unopened packaging of 2 bd¿ threaded lock cannulas before use. The following information was provided by the initial reporter: "black fm got mixed in the unopened package."